Event description:
It was reported that approx. One week after the implant the ICD detected supraventricular tachycardia (svt) instead of ventricular tachycardia (vt). External shock was delivered to interrupt the arrhythmia. No atrial sensing was observed.

Manufacturer narrative:
The lead and the ICD under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned ICD data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies related to the ICD therapy functionality. The data showed that the ICD functioned as expected according to the programmed parameters. There was no indication of an ICD malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. The analysis of the returned device data revealed no indication of a lead or ICD malfunction. The ICD functioned as expected.